Event description:
A falsely elevated troponin I result of 13.02 ng/ml was obtained on a patient sample. The results were not reproted to the physician. The test was repeated and a result of 0.02 ng/ml was obtained. The sample was retested on an alternate analyzer and a result of 0.03 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and insument data indicate that the cause for the falsely elevated troponin I result was sticking mixers.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sticking mixers. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.